Event description:
It was reported that during a procedure (gunshot to the mandible), the doctor was bending and rebending the plate in the same area and the plate broke in half. No fragments were generated. Then the doctor was trying to cut another plate in an unapproved location and the cutter broke on the back table. There was a 3 minute surgical delay. The surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the returned double angle 2.5mm matrix mandible reconstruction plate is part of the matrix mandible system, which is a cmf plating system offering a reduced plate/screw profile, improved screw retention, and a comprehensive anatomic locking plate selection. The lot number for the returned double angle 2.5mm matrix mandible reconstruction plate was not identifiable; therefore, manufacturing information could not be determined. Drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity (when used and handled as recommended). The complaint description indicated that the returned double angle reconstruction plate was re-bent prior to it breaking. The matrix mandible technique guide states that, during contouring, reverse and sharp bends may weaken plates and lead to premature plate failure. The reported re-bending of the plate is the root cause of it breaking as it did in the subject complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.